Manufacturer narrative:
Continued h.6: [health effect - impact codes]: f2203. Device evaluation: visual analysis of the photos identified red particle material on the shell and an opening. Device patch with lot number 2595087. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it was not possible to determine the most likely failure mode. Additional, changed, and/or corrected data: a.2., a.6., b.3., b.5., b.6., d.6a., d.6b., h.6.

Event description:
Patient reported right side rupture. The device has been explanted. Patient reported "bundle of breast-positive neoplasms", ¿multiple cysts in both breasts¿, ¿hypoechoic nodule in right breast".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. The device remains implanted.

Event description:
Patient reported right side rupture. The device has been explanted. Patient reported "bundle of breast-positive neoplasms", ¿multiple cysts in both breasts¿, ¿hypoechoic nodule in right breast".

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell, red particles in the surface of the shell. A microscopic analysis was performed which identify a sharp edge broken assessed as unidentified tear broken and missing piece of the shell. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: -a broken sharp in the posterior side assessed as unidentified (tear) opening. -missing piece of the shell assessed as inconclusive.